Event description:
It was reported that a vns pt underwent prophylactic generator replacement surgery. The explanted generator was returned to the MFR and underwent analysis. Analysis of the generator revealed that during the analysis of the device, it was noted that the generator had remained programmed on following the explant procedure ((B)(6) 2010), thus the generator was attempting to deliver a high output current (e.g. 3ma) through an open circuit which resulted in a significant reduction in battery voltage (2.060 volts), this voltage does not correlate with the 76.435% of battery capacity used or the data obtained at the time of the pt's explant procedure (2.947 volts, 69.760% battery capacity used).